Event description:
A physician reported a certas valve (ID (B)(4)) was implanted via l-p shunt on unknown date with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 7. 02-jj). One week after the it was implanted the reservoir was pumped from the body surface however, the return was poor. On (B)(6) 2022 the patient had headache. A shunt contrast was performed to confirmed the flow of both sides of the valve however, the return of reservoir was still poor. The patient had meningitis after the valve placement. The valve was removed and replaced on (B)(6) 2022. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted.

Event description:
N/a